Manufacturer narrative:
Due to the non-existing article and serial number of the product complained about, it was possible to the quality records are not inspected and controlled. A visual examination of the complaint sample could not be carried out, since this was not available. X-rays of the right knee were available for examination. Of the explantation. As far as can be judged, no dislocation, no material fracture and no evidence of fracture or coarse loosening discernible. The existing operation reports show that the implantation and also the x-ray checks showed that the prosthesis was correctly seated. The patient data point out that the patient is exposed to permanent physical strain. The determination of the cause for the increased wear of the polyethylene is possible without the complaint sample not possible. Taking into account the above mentioned data, the circumstances are incomprehensible. The waldemar link (B)(4) is aiming for the highest product quality and trying to keep the failure rate as low as possible by means of the customer feedback. Permanent employee trainings and market surveillance are performed. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
Translation: revision due to discomfort of the patient after 2 years of standing. Increased pe abrasion was observed during surgery.